Event description:
Additional information was received from the company representative that reported the patient was scheduled to receive a replacement of the paddle lead and implantable neurostimulator (ins). Surgery was scheduled for (B)(6), 2012 and a post-operative appointment was scheduled for (B)(6), 2012. Additional information will be requested following the post-op appointment and a follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking sensation when the implantable neurostimulator (ins) was on or off. The shocking occurred near the area of the lead in her back and occurred on a regular basis. The patient also felt shocking when the group impedance was measured, but not when electrode impedance was measured. It was noted that the electrode impedance measurement used a lower voltage than group impedance measurements. It was also noted that the ins was at 2.905 v battery level two years after implant, and a longevity calculation estimated a battery life of 25 months. Additional information was received that indicated all impedances were within normal ranges and reprogramming was not performed because the patient received adequate stimulation. An x-ray was taken, but was inconclusive. A revision surgery was scheduled. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model: 3986a, lot#: lc0717, implanted: (B)(6) 2004, explanted: na. Extension: model: 7495-51, serial#: (B)(4), implanted: (B)(6) 2001, explanted: na. Pocket adaptor: model: 74001, lot#: n207091, implanted: (B)(6) 2010, explanted: na. Programmer: model: 37743, serial#: (B)(4). (B)(4).

Event description:
Additional information received reported that the patient had adequate pain coverage with the new system.

Manufacturer narrative:
Lead model: 3986a, lot#: lc0717, implanted: 2004 (B)(6), explanted: 2012 (B)(6), extension model: 7495-51, serial#: (B)(4), implanted: 2001 (B)(6), explanted: 2012 (B)(6), pocket adaptor model: 74001, lot#: n207091, implanted: 2010 (B)(6), explanted: 2012 (B)(6).